Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by failed e-boxes. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was slow to brake. There was no patient involvement; no patient impact.